Event description:
During a (pta) percutaneous transluminal angioplasty procedure, it was reported that the 6x100 smar stent "jumped out" and migrated. The slack was removed and pre-balloon was conducted. Additional info indicated that the product was inspected, prep, and deployed per (IFU) instruction for use guidelines. After delivery, the stent completely expanded. However, the stent was deployed a little bit forward from the target site. No difficulties were encountered tracking the device to the target lesion or resistance. A 7 french sheath was utilized to deliver the device, and no issues were noted with the sheath. The stent was deployed in the (sfa) superficial femoral artery. The sfa size was 5.3mm and calcified. The pt status was noted as "good". No further info was available.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.